Event description:
Caller stated that he is in hospital for broken foot and was woken up by pump alarming no delivery. Stated that he changed his infusion set out. No delivery alarm t/s per dop. Patient's bg is 378 mg/dl. Explained the no delivery alarm. Customer states the alarm occurred during basal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.